Manufacturer narrative:
Internal complaint reference: (B)(4). Zehir, s., sahin, e., & zehir, r. (2015). Comparison of clinical outcomes with three different intramedullary nailing devices in the treatment of unstable trochanteric fractures. Ulus travma acil cerrahi derg (vol. 20, no. 6). Doi: 10.5505/tjtes.2015.28227.

Event description:
It was reported that on literature review " comparison of clinical outcomes with three different intramedullary nailing devices in the treatment of unstable trochanteric fractures", five (5) patients had a revision surgery after an interlocking intramedullary nail procedure in the femur using an intertan nail fixation implant. The reason for revision surgery is unknown. No further information is available.

Manufacturer narrative:
The devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, this case reports, in a literature review, five (5) patients had a revision surgery after an interlocking intramedullary nail procedure in the femur using a trigen intertan nail fixation implant. The reason for revision surgery is unknown. No further information is available. Without clinical and patient specific information, a thorough medical investigation cannot be performed. The root cause and the patients¿ outcomes/impacts beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.